Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks due to the oversensing of noise. Technical services reviewed the electrograms. The noise was railing in the electrograms with the device sensing vector set to the primary vector. Office testing found noise in all three sensing vectors. The doctor explanted and replaced both the pulse generator and the electrode. There were no additional adverse patient effects.

Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise. Technical services reviewed the electrograms. The noise was railing in the electrograms with the device sensing vector set to the primary vector. Office testing found noise in all three sensing vectors. The doctor explanted and replaced both the pulse generator and the electrode. There were no additional adverse patient effects.